Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the ins recharger (insr) will not take charge. It was reported that in the past, it would take months before the insr goes dead but in last few months it would last a week or a week and a half at most. Thereafter, it was reported that it would not charge at all after being plugged in all night. It was reported that the insr screen had a plug in on lower right of screen, but not upper right of screen indicating it was plugged in. It was reported that ins was dead. It was reported that the desktop charger connector pin was loose. It was reported that the insr screen shows plugged into dtc, but not plugged in . No patient complications have been reported because of this event.

Manufacturer narrative:
Analysis confirmed the initial allegation of the desktop charger having a loose connector pin, (B)(4). The complaint was unverified for the recharger no issues found during bench testing, no issues with charging ins or recharger or communications; (B)(4). If information is provided in the future, a supplemental report will be issued.